Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt for a new sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an early sensor expiration due to potential patient misuse. The reported event of a prompt for a new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.